Event description:
A customer reported that a pt with a history of anti-e did not react with mts anti-lgg card.

Manufacturer narrative:
Sample was not provided by the customer, therefore, mts was unable to investigate this complaint. The sample was sent to a reference laboratory and they did not detect anti-e or any other alloantibodies. Based on the limited available info, the false negative reactivity observed may be sample related. However, gel card malfunction, use error or other contributing factors could not be ruled out.